Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 50 mg/dl which was treated by food blood glucose level went 81 mg/dl. Customer's blood glucose level was 393 mg/dl at the time of reporting. Customer alleged that insulin pump over delivering. Customer was using insulin pump within 48 hours of reported event. Customer stated that insulin pump was not on auto mode. Customer reported loss of communication between insulin pump and transmitter. Led was blink on and off several times. Devices will not be returned for analysis.